Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 01-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's extension migrated, and they now having bowstinging of the extension. There is an increase in tension in the neck. The patient's extension was explanted and replaced. The event resulted in in-patient hospitalization. The etiology was stated as possibly related to the implant procedure, and possibly related to the device/therapy. The event was resolved without sequela on (B)(6) 2018. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.